Event description:
The medical engineer (me) reported that the device had a machine and proximal pressure sensors failed error. The customer reported that the unit was not in use on patient. The issue was discovered before patient use. No delay in therapy and no medical intervention reported. The customer contacted product support and requested for service repair.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The service technician reported that the customer reported problem was duplicated. The service technician replaced the motor controller (mc) board to address the reported problem.

Manufacturer narrative:
Failure analysis on the returned motor controller (mc) board shows that the customer complaint was verified. The root cause was contamination on the pc board.